Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The maryland bipolar forceps (mbf) instrument was analyzed and found with charring and localized melting on bipolar yaw pulley, near the grip. The instrument passed the electrical continuity test.

Event description:
It was reported that prior to the start of a da vinci-assisted radical prostatectomy extraperitoneal without lymphadenectomy surgical procedure, prior to anesthesia administration and prior to ports placement, a part of the maryland bipolar forceps (mbf) instrument was found to be chipped. The customer used a backup instrument to continue with the planned procedure. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 17-oct-2024: thermal damage was found during central processing. No arcing was observed during the last procedure usage. The patient did not experience any injury or adverse event during or after the surgical procedure.

Event description:
Refer to h10/h11 for follow-up information.